Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 1.3 mini tray failed to open, preventing user from removing the medication. Customer confirmed that neither a delay to patient care nor harm to patient as the user was able to quickly recover the failure. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's mini drawer engine was failed, prevented drawer from opening. A field service engineer replaced the mini drawer engine to resolve. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d4,d5, d9, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-mar-2022 to 07-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's mini drawer engine failed. A field service engineer analyzed the mini drawer engine which prevented the drawer from opening, replaced the mini drawer engine to resolve the issue followed by performing preventive maintenance. The system functioned as intended after a troubleshot by field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer 1.3 mini tray failed to open, preventing user from removing the medication. Customer confirmed that neither a delay to patient care nor harm to patient as the user was able to quickly recover the failure. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.